Event description:
Complainant alleged that during the biomedical dept's routine testing and preventative maintenance of the device. The paddles would not latch into the defibrillator receptacle and "paddle fault" message was displayed on the monitor screen. The complainant indicated that there was no pt involvement in the reported failure.